Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-45, lot# va1ayj8, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead did not work shortly after implant. It was further reported the low back pain patient did not feel any stimulation with the lead but did experience some electric shock in the area of the lead. It was noted the patient did not fall and that the issue occurred while the patient was at the hospital during a trial. Impedance testing was performed and found high impedances. The lead was explanted as a result of the event and it was noted that during the explant procedure that blood was observed in the lead. The issue was resolved following the replacement of the lead.

Manufacturer narrative:
Device analysis for lead va1ayj8 revealed no significant anomaly. Analysis identified that the proximal end of the lead was stretched; however electrical testing determined that continuity was complete and there were no electrical shorts between circuits. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Due to the reported complaint, an insulation leakage test was performed and normal impedences were observed, indicating there were no leakages observed in the insulation. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the proximal end of the lead was stretched. It was observed that there were suspected body fluids in the lead, however, this does not impact lead performance as the conductors are individually insulated. Conclusion code belongs to the lead.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.